Manufacturer narrative:
B5 updated with additional information.

Event description:
The impella 5.5 used in this case was the second. ·an attempt was made to insert the device subclavianally while the first impella cpsa was still in place, but this was aborted. Circulatory support continued with the first (cpsa) device.

Event description:
The user facility reported that a patient was to be implanted with an impella 5.5 for mechanical circulatory support. An attempt was made to insert a 5.5 millimeter catheter through the right subclavian cavity but the catheter could not be inserted through the calcified lesion in the patient's brachiocephalic artery. Only plain computed tomography (CT) scans were performed that day, and contrast-enhanced CT scans were not performed making accurate measurement of the lumen impossible. Although preoperative plain CT scans confirmed vascular calcification, the plain CT scans showed a vascular diameter of 10 mm so insertion was deemed feasible.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings & cautions: warnings: to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter. To reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings: dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve. Section: warnings & cautions: warnings: to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. To reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.

Manufacturer narrative:
H6 medical device problem code a040601 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had vascular calcification preventing successful delivery of impella. Pd-catheter-(twist, bent, kinked): the cause of the product damage was most likely patient condition as the patient had vascular calcification in brachiocephalic artery. Device history review: the device passed all post sterile inspection checks.